Event description:
On 04/09/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin and hemostasis was successfully achieved. On 04/20/1998 the pt presented with complaints of pain in her procedure leg; naprosyn was prescribed with some relief. Physical exam on this date did not reveal evidence of hematoma, av fistula, or deep vein thrombosis. On 05/01/1998 the pt contacted her physician as her pain had not resolved. Doppler studies were performed on 05/06/1998 (results unk). An angiogram was performed on 05/11/1998 which identified severe stenosis of the right common femoral artery puncture. The pt went to surgery on 05/19/1998. As of 06/03/1998 there has been no further report of complication or pt sequelae made to the MFR.